Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported the ins had reached end of service (eos) and was off/disabled and no longer providing therapy. The patient was redirected to their healthcare provider (hcp) to schedule replacement surgery. The patient stated they were getting eos on the patient programmer screen since a month ago, but he was able to charge the implant the morning of the complaint and the implant stopped working. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that no steps were taken to resolve the eos and loss of therapy. They stated that the issue has not been resolved and is still the same. No further complications were reported or anticipated.